Manufacturer narrative:
Investigation is ongoing.

Event description:
It was reported that during the transfemoral tavr procedure, during post dilatation of the sapien 3 valve, the balloon on delivery system ruptured towards the end of inflation. Annular measurements by 3mensio were 390mmsq. Implanter obtained areas of 350-360mmsq. Intra-procedurally, tee showed a 3d area of 330-340 with calcium in between lc and nc and a lm height of 8mm and sovs depth of 26mm on the left cusp. It was decided to proceed with a 23mm sapien 3 valve, since it was well within the acceptable range. The temp wire was placed, and during inflation of the 20mm bav under rvp the balloon ruptured. There was discussion and concern for annular rupture due to bav rupturing, therefore it was decided to proceed with a smaller valve. A 20mm sapien 3 valve was prepped (nominal prep) and advanced across the native aortic valve. The valve was deployed under rvp, with slow inflation. Final position was 80:20 aortic with no coronary obstruction. The post deployment tee showed moderate pvl. At this point it was decided to post-dilate the valve with +1cc. During inflation the balloon on delivery system ruptured without unsuccessful post-dilatation. A repeat tee continued to show moderate pvl. A second 20mm commander delivery system was then opened and prepped to continue with post-dilatation. The delivery system/balloon was advanced and positioned, under rvp balloon was inflated, towards the end of inflation delivery balloon ruptured and final post-dilatation was not successful. The delivery system was removed and it was decided to not proceed with attempting for a third time to post-dilate. The esheath was removed and the patient was percutaneously closed with no complications. The final pvl grade was moderate. Patient was stable at the conclusion of the case. Note: this event pertains to the second delivery system balloon burst.

Manufacturer narrative:
Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Visual inspection revealed a longitudinal tear on the inflation balloon. No functional testing was able to be performed due to the condition of the returned devices (longitudinal balloon tear). Double wall thickness measurements were taken along the inflation balloon tear. All measurements met specification. An imaging review report of the patient¿s annulus confirmed calcification of the native annulus. During manufacturing, all balloon catheters undergo multiple 100% inspections. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The complaint was confirmed. Per report and imaging review, the balloon burst was attributed to the patient¿s annular calcification. No manufacturing non-conformities or IFU/labeling inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Available information suggests that patient factors contributed to the event. A review of the complaint history for (B)(6) 2016 revealed that the occurrence rate did not exceed the control limits for this trend category. No corrective or preventative action is required.